Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. The batteries were able to adequately provide power to a test controller. As a result, the reported inability of the batteries to provide power could not be confirmed. Failure analysis of the returned controller revealed the device passed functional testing. Visual inspection revealed contamination within both power ports of the controller, likely due to the handling of the device. Supplemental testing was performed on the controller and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several mo mentary disconnections involving bat754260, bat754278, bat754270, and bat754265. The observed momentary disconnections likely correspond to the reported "power connections" issues event. Log file analysis also revealed that three controller power up events were logged on (B)(6) 2020 at 04:36:35, on (B)(6) 2020 at 18:54:43, and on (B)(6) 2020 at 08:24:34. The controller was without power for 15 seconds, 6 seconds, and 7 seconds, respectively. As a result, the reported "power connections" issues and loss of power events were confirmed. A power source lubrication procedure had been performed on the associated batteries in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and / or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported "power connections" issues event can be attributed to momentary disconnections, likely due to contamination of the controller power ports and/or due to temporary corrosion of the controller-port/power-source pins. Additional products: d1: heartware ventricular assist system ¿ battery d4: serial#: (B)(6); h3: yes; h6 method code(s): 10, 4112 h6 result code(s): 3213 h6 conclusion code(s): 4307 d1: heartware ventricular assist system ¿ battery; d4: serial#: (B)(6); h3: yes; h6 method code(s): 10, 4112 h6 result code(s): 3213 h6 conclusion code(s): 4307; d1: heartware ventricular assist system ¿ battery; d4: serial#: (B)(6); h3: yes; h6 method code(s): 10, 4112 h6 result code(s): 3213 h6 conclusion code(s): 4307; d1: heartware ventricular assist system ¿ battery; d4: serial#: (B)(6); h3: yes; h6 method code(s): 10, 4112 h6 result code(s): 3213 h6 conclusion code(s): 4307. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transp lantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery. Model #: 1650de/ catalog #: 1650de / expiration date: 31-jul-2019 / serial #: (B)(4). UDI #: (B)(4). Device evaluated: yes, return date: 15-jun-2020. Device evaluation anticipated, but not yet begun. Device return to MFR? Yes. Mfg date: 09-jul-2018. Labeled for single use: no. Patient code(s): c50675. Device code(s): c63030, c62952. FDA results code(s): 3233.FDA conclusion code(s): 11. Heartware ventricular assist system ¿ battery. Model #: 1650de/ catalog #: 1650de / expiration date: 31-jul-2019 / serial#: (B)(4). UDI #: (B)(4). Device evaluated: yes, return date: 15-jun-2020. Device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 09-jul-2018. Labeled for single use: no. Patient code(s): c50675. Device code(s): c63030, c62952. FDA results code(s): 3233. FDA conclusion code(s): 11. Heartware ventricular assist system ¿ battery. Model #: 1650de/ catalog #: 1650de / expiration date: 31-jul-2019 / serial#: (B)(4). UDI #: (B)(4). Device evaluated: yes, return date: 15-jun-2020. Device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 09-jul-2018. Labeled for single use: no. Patient code(s): c50675. Device code(s): c63030, c62952. FDA results code(s): 3233. FDA conclusion code(s): 11. Heartware ventricular assist system ¿ battery. Model #: 1650de/ catalog #: 1650de / expiration date: 31-jul-2019 / serial#: (B)(4). UDI #: (B)(4). Device evaluated: yes, return date: 15-jun-2020. Device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 09-jul-2018. Labeled for single use: no. Patient code(s): c50675. Device code(s): c63030, c62952. FDA results code(s): 3233. FDA conclusion code(s): 11. Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the batteries did not provide power and had "power connections" issues. The controller also had an unexpected loss of power. The batteries and controller were exchanged. No patient complications have been reported as a result of this event.